Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings of 30 mg/dl. Customer reported excessive walking and little meals prior to the hospitalization. Customer's current blood glucose reading is 87 mg/dl. No further information reported.